Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleged revision surgery and injuries, however; no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2010) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventrio. (B)(6) 2016: the patient had unspecified injuries and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the ventrio. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with incarcerated ventral hernia thereby underwent laparoscopic repair with implant of ventrio mesh. Per operative notes, ¿the incarcerated ventral hernia sac was identified and excised. A ventrio mesh was placed and tacked. ¿ (B)(6) 2016 - patient was diagnosed with recurrent umbilical hernia thereby underwent laparoscopic repair with excision of ventrio mesh and implant of synthetic mesh. Per operative notes, ¿the adhesions were taken down. A section of small bowel stuck and attached firmly up to the prior mesh was dissected. The ventrio mesh was removed completely. The hernia defect was identified and repaired with synthetic mesh using prolene sutures. ¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleged revision surgery and injuries, however; no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventrio. On (B)(6) 2016: the patient had unspecified injuries and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the ventrio. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."